Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 around 6 pm with blood glucose of 588 mg/dl on his meter and on the hospital meter it was 566 mg/dl. The customer's blood glucose was over 588 mg/dl at the time of incident. Customer¿s current blood glucose was 129 mg/dl. The customer experienced nausea, vomiting, abdominal pain, difficulty breathing due to high blood glucose and also gives positive test for ketones. The customer treated high blood glucose with insulin pump, insulin drip, electrolyte. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform carelink upload. The insulin pump will not be returned for analysis.